Event description:
It was reported that the bd alaris pump module smartsite burette infusion set tubing kinked. The following information was provided by the initial reporter: writer was priming tubing for tpn administration. While priming tpn line writer noticed that there was a kink under chamber.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite burette infusion set tubing kinked. The following information was provided by the initial reporter: writer was priming tubing for tpn administration. While priming tpn line writer noticed that there was a kink under chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022. H6: investigation summary one unused sample of lot 21105445 was received. Through visual inspection, the customer complaint was confirmed. There was damage at the connection of the drip chamber and the rest of the set, causing the set to separate. The tubing looked to be ripped. Three used samples of unknown lots were also received. The customer complaint was also confirmed for two of these three sets. Tubing was ripping below the drip chamber. Sets were not fully separated yet. The third of the used sets did not have damage, but did have a kink at the same location. A device history record review for model 10015012 lot number 21105445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Although the other three infusion sets were reported with unknown lot numbers, the possible lot numbers for these sets were identified using the smartsite identification numbers: 21095094, 21095095, 21095217 and 21105039. A device history record review for model 10015012 lot number 21095094 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095217 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is the use of excessive solvent, and packaging and coiling of the infusion set before the solvent was dry. This causes the tubing to create kinking and break at the kink site. Further investigation at the manufacturing facility verified the root cause and updates to the equipment and additional training of the assembly personnel have been implemented to address this issue.